Manufacturer narrative:
Seven 139112ext returned unopened in original packaging. The lot number of the devices ¿ 201911064 was verified. A visual inspection found the packaging of all devices were sealed at an angle, leaving small gaps on the sides. The devices were dye leak tested per tm-10-217 rev. F, which indicated insufficient heat seals, the dye was leaking through the gaps. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. There have been two complaints for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised sterility guaranteed unless package has been opened, broken, or damaged. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, 139112ext, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This will be reported as a malfunction with potential for injury upon reoccurrence.